Manufacturer narrative:
Device not returned from the hospital.

Event description:
Allegedly, the doctor was performing a urology procedure when the doctor noted that a metal piece broke off the instrument and fell into the patient's bladder. The doctor immediately used another grasping forceps to remove the broken piece. The bladder was irrigated thoroughly and an x-ray was taken to confirm that nothing was left inside of the patient. The procedure was completed with no delay and no serious injury to patient was reported.

Manufacturer narrative:
We are filing this supplemental for 2 reasons: we listed the part number of the device as 27290m; it was actually a 27071zj. The copy of the customer's MDR that we rec'd from the FDA did not have a part number listed. We learned of it later. Upon determining the correct part number, we also realized we had already filed on this event: we filed 9610617-2016-19 on 3/11/16 (our file: (B)(4)). Core ID from 2nd acknowledgement on MDR 16-19: coreid: (B)(6). So 16-73 is a duplicate of 16-19. I corrected this MDR which will include the correct part number, product description, product device code and 510k number for 27071zj. Please consider this a duplicate of the MDR filed previously on this event. Device not returned from the hospital.

Event description:
We are filing this supplemental for 2 reasons: we listed the part number of the device as 27290m; it was actually a 27071zj. The copy of the customer's MDR that we rec'd from the FDA did not have a part number listed. We learned of it later. Upon determining the correct part number, we also realized we had already filed on this event: we filed 9610617-2016-19 on 3/11/16 (our file: 16-19, 16-939194-19). Core ID from 2nd acknowledgement on MDR 16-19: coreid: (B)(6). So 16-73 is a duplicate of 16-19. I corrected this MDR which will include the correct part number, product description, product device code and 510k number for 27071zj. Please consider this a duplicate of the MDR filed previously on this event.